Event description:
It was reported to boston scientific corporation on june 8, 2009 the contour ercp cannula device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during preparation, it was noted the device's surface was not smooth around the distal radiopaque marker. It is believed the product may not have been stored properly after packing. The procedure was completed with another contour ercp cannula device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) surface not smooth. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).